Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively.

Event description:
Additional information provided by a company representative clarified that the event was noticed during surgery. A system message was shown advising to substitute the lamp. There was no patient harm and the procedure was completed on time by using the second illuminator.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a non-functioning lamp. It is unknown when did the event occur and if there was a patient involved. Additional information has been requested but not received to date.